Manufacturer narrative:
Two devices were returned for evaluation. The evaluation results is as follows: two devices were received and evaluated for the complaint regarding the device fell off event. All devices were inspected and due to the adhesive foam pad used condition, the original adhesion properties could not be verified. The complaint about this device could not be confirmed.

Event description:
The patient reported the device she wore yesterday(B)(6) 2021 fell off after 5 hours. The patient stated the one she is wearing today (B)(6) 2021 has been loose and the adhesive pad keeps coming loose after 4 hours. The patient elaborated stating the adhesive pad on the device she wore today keeps peeling off. The patient stated she does use an alcohol wipe and lets it dry before applying a device to her abdomen. The patient stated she avoids areas that have excess skin, muscle, bone, scaring, and removes any hair if there is any. The patient said she did not have any interference with her clothing or any symptoms.